Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 317 mg/dl at the time of incident and current blood glucose level was 509 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as headache. Customer was treated with manual injection. Customer stated that the air bubble in the reservoir and customer also stated that the little soda bubble size. Customer stated that they received insulin flow blocked alarm. Customer stated that the insulin exited. Customer was declined to perform a high pressure test. Customer did not allege insulin pump was under delivering. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.